Event description:
It was reported that the generator and lead had not been discarded as previously stated. The explanted product has not been received by the manufacturer to date.

Event description:
An analysis was performed on the returned portion of the lead on (B)(6) 2016. A portion of the lead assembly, including the electrodes, was not returned and an evaluation could not be performed on this portion of the device. During the visual analysis, the end of the connector pin quadfilar coil appeared to be melted. Scanning electron microscopy (sem) was performed on the melted area and identified the area as having the appearance of being melted, with re-solidified material, giving evidence that it was melted at one time. This was identified in 3 total portions of the returned lead. Based on the obvious signs of melting on the coil surfaces, it is possible the thermally-damaged coils were exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead. The area on the remaining coil strand appeared to be mechanically damaged which prevented identification of the coil fracture type. What appeared to be spatter, flat spot and pitting was observed on the coil surface. The abraded opening found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. An analysis was performed and approved for the generator on (B)(6) 2016. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case. Review of the ram/flash data downloaded from the pulse generator shows an indication of low impedance. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The functionality and ability of the generator to provide appropriate programmed output current was verified in the pa lab.

Event description:
It was reported that a patient had low impedance that was observed during generator replacement surgery on (B)(6) 2015 and again on a follow-up visit on (B)(6) 2016. The surgeon who performed generator replacement on (B)(6) 2015 noted that there was a stitch piercing the lead. The surgeon assessed that the 4-0 prolene stitch was presumably placed at the time of implant. The surgeon cut the stitch and opted not to replace the lead as a result of the low impedance and closed the patient. Clinic notes from (B)(6) 2016 stated that the patient had received good results from the vns device. On (B)(6) 2016, the physician noted the low lead impedance was observed and the patient was experiencing an increase in seizures. The patient's device was programmed "off" as a result of the low impedance. The patient also reported that he hits his chest when he feels the generator on or when he believes it is time for the generator to come on and he does not feel stimulation. It was communicated that those actions would not affect the device providing stimulation and was informed of how to provide "on-demand" stimulation. A review of the programming history was performed on the device that was implanted on (B)(6) 2015 and showed that the diagnostic test performed after surgery showed a low impedance value. There were no allegations of low impedance with the previous generator (the generator explanted on (B)(6) 2015). Clinic notes reported that the patient thought he had a panic attach and was unsure if vns helped. The patient underwent full revision surgery on (B)(6) 2016 and had acceptable impedance values after the surgery was completed. The explanted generator and lead were discarded; therefore, no product analysis will be completed.